Manufacturer narrative:
No complaint was received with the return of the device. A partial lead with the connector end measuring 20.1 cm was returned for analysis. Failure event observed during analysis. Final analysis found an external insulation abrasion was noted at 17.0 - 17.3 cm from the connector end consistent with lead friction to the device. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.